Event description:
It was reported that when the surgeon was inserting the pedicle marker as part of a level 1 fusion, the end of pedicle marker allegedly broke off in the patient¿s pedicle. The surgeon tapped the marker in, and then re-inserted the handle onto the marker. The marker allegedly broke as the surgeon with drawing it out. The surgeon further reported that the marker broke on an indentation. The surgeon further reported that he was able to retrieve the small portion of marker that broke off in the patient.

Manufacturer narrative:
Method: device history review, visual and functional inspection. Results: no manufacturing issues were discovered. All units were designed according to stryker specifications. Visual inspection noted that of the four returned pedicle markers, one appeared to be deformed. No fracture/damage was observed on any of the returned pedicle markers. The conditions of the remaining two pedicle markers from the set are unknown as they were not returned. Functional inspection noted one pedicle marker that showed signs of deformation was not functional; however, the remaining pedicle markers that were returned are fully functional and presented no issues. Conclusion: a plausible root cause of the fractured pedicle markers that were not returned is failure to adhere to proper operating procedures of the device. According to the sales representative, the pedicle marker was tapped with the inserter after it was inserted. This may have led to additional forces applied onto the marker resulting in the fracture.

Event description:
It was reported that when the surgeon was inserting the pedicle marker as part of a level 1 fusion, the end of pedicle marker allegedly broke off in the patient&#38112;pedicle. The surgeon tapped the marker in, and then re-inserted the handle onto the marker. The marker allegedly broke as the surgeon with drawing it out. The surgeon further reported that the marker broke on an indentation. The surgeon further reported that he was able to retrieve the small portion of marker that broke off in the patient.